Manufacturer narrative:
A clinical investigation was performed to identify a causal relationship between the peritoneal dialysis (pd) treatment and the reported fluid overload. Although there are no allegations or malfunctions against the liberty cycler, it is unknown if the patient's prior treatments contributed to the reported fluid overload. The patient was hospitalized for an unrelated event when the hypervolemia was diagnosed. It is unknown if fresenius products were utilized during the hospitalization. Based on the provided information it could not be determined if there is a causal relationship between the fluid overload and the liberty cycler. Should additional information be made available this clinical investigation will be updated. The actual device was not returned to the manufacturer for physical evaluation. It was unknown what device may have caused or contributed to the patient's fluid overload. Distribution records were reviewed to identify potential serial numbers of the products that were shipped to the customer. An investigation of applicable device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification.

Event description:
It was reported that a peritoneal dialysis patient experienced a fluid overload. The fluid overload was discovered while the patient was in the hospital for an event that was unrelated to peritoneal dialysis therapy. It was unknown if the patient was performing peritoneal dialysis therapy when the fluid overload was discovered. The cause of the fluid overload was unknown. Upon discovering the fluid overload, the patient was placed on fluid restriction. The patient remained in the hospital for three days and was able to complete peritoneal dialysis therapy uninterrupted. The patient has since recovered from the event and peritoneal dialysis therapy is ongoing. Additional information was requested but was unavailable.